Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error image was displayed on the screen as well as insulin pump was started beeping making some noise. The customer¿s blood glucose level was unknown. Customer troubleshoot was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm, generated if minute event is not received from motor processor or the sw watchdog task is not running properly alarm, the hardware rtc date and time disagrees with the software maintained date and time alarm, and multiple the main arm cannot communicate with the motor arm alarms are found in the downloaded history files due to a software error. Unable to perform the self test, displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm.